Event description:
Serious injury involving one person. Pt reports that after consistantly wearing the lenses she began to notice slight irritation in her right eye after the 3rd day, unsuccessfully trying to remove the lens, even after using wetting drops, she slept in the lens another night, waking with terrible pain but able to remove the lens, she saw a dr two days later who diagnosed a corneal ulcer perscribing ocuflox. The next day the dr perscribed ciloxan. The prognosis: no more pain, refraction? Hyoeropia/monovision; total duration of use: five months; number of days worn: 3-6 days; name of disinfection system used: renu/equate lens drops; ulcer location: ten o'clock; visual acuity after the symptoms: 20/25: visual acuity after symptoms: 20/30.